Event description:
Pt was scheduled as outpatient for a generator change out (battery at end of life) for biventricular ICD. Fluoroscopy of device showed rv lead was fractured. Lead extraction had to be performed. During extraction the rv lead (guidant 0185) broke off. The lv lead (guidant 0185) became dislodged and also required removal. During the extraction of the lv lead the tip of the lead itself broke off from the body of the lead. Both pieces of the broken leads went downstream in the vasculature. The replacement of the generator and new leads was completed without difficulty. The pt remained in the hospital overnight for observation. The following day a chest x-ray was completed. Results: there are some thin metal fragments in the proximal left subclavian vein and there is a metal fragment that is embolized into the right lower lobe. The pt was then discharged home without any complications noted.